Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and verified that the customer broke the hinges off the door while using device. To fix the issue, the fse replaced storage bin chassis due to the door being broken, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had the top door broken off due to hitting the wall. There was no patient involvement, and no adverse event reported.